Event description:
Per the clinic, the patient experienced a magnet dislodgement (specific date not reported) which leads to patient unable to use the device. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.